Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm, frozen display or moisture damage on the electronic or motor assembly noted. No off no power, low battery, failed battery test or battery out limit alarms noted during our testing. Unable to perform operating currents test due to unresponsive keypad button. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that customer had moisture damage, button error alarm, failed battery test and battery out limit alarm on the insulin pump. The customer's blood glucose was unknown mg/dl. The troubleshooting was performed. The button error alarm is present in history at or around the time that the insulin pump was exposed to moisture. The insulin pump fell in pool. The customer was unable to check as battery out limit would not clear. The customer states that insulin pump alarm after battery change. The insulin pump is alarming at time of call. The customer was advised that we are sending replacement of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.